Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that implant (ins) seemed to have failed as they couldn't get the ins to recharge. Pt stated that they reset the controller and previously kind of jump-started the device, however the issue was not resolved. Pt stated that they had been trying to recharge the ins for two hours before they called ps and that they eventually stopped. Pt stated that the controller said to call medtronic numerous times (further screen details asked/unknown). Pt attempted to recharge the ins during the call and pt described seeing the normal recharging screen with the controller at 90% and the ins at 0% in the red zone with recharging excellent indicated; pt also confirmed seeing the green light flashing above the screen. Pt noted that the controller battery dropped to 80% during the call while recharging the ins. Pt confirmed that there was no apparent damage to the recharger (rtm) and that the rtm was not getting hot while recharging the ins. Pt then stated that battery low recharge your implanted device soon appeared. Pt then stated that system problem rm04 displayed. An email was sent to the repair department to replace the rtm. Pt stated that it had been four years since they had seen a doctor. Pt asked if the ins would ever go faulty as they were told that their ins would last five years. Pss reviewed expected ins longevity with the pt. Pt inquired about who they would contact if the ins were to go faulty; pss offered to e-mail the pt a physician locator listing/pt accepted. Pt called back and gave callback number on file. Pt said they received their replacement, but the replacement wasn't a controller. Pss reviewed with the pt that a recharger antenna replacement was requested because of the rm04 messages appear on the controller and troubleshooting that was done on the previous call. Pt said they will call ps back if they are still having issues after using the replacement. Additional information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported that their device has been "acting up" telling them to contact medtronic. Pt said that they use their device everyday but for about the past three weeks the equipment has not been charging their implant right. Pt stated that at the time of call battery levels were controller 80% and ins 0% and when resetting the controller they have a heck of a time because it only stays up for about 15 minutes. Pss attempted to clarify further with the pt by asking if they were speaking of the controller powering back on or recharging the ins with the controller; pt stated that they were one in the same. Pt also mentioned getting numerous codes (screens 14, 15, 77, 17, 89, 66) while attempting to recharge implant. Pt did not detect any damage to the recharger (rtm) while troubleshooting and said paddle does not get hot while charging ins. Pt mentioned that it wasn't that long ago that the rtm was replaced. Patient services (pss) walked pt through resetting controller which patient commented they have tried resetting controller (patient said controller was really giving them a fit) before occasionally but resetting never fully resolved the issue. The issue was not resolved. The patient was sent out a replacement controller. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back and stated they received their replacement controller and they were still having issues while attempting to charge their ins. Pt stated system problem rm03 message continues to display while charging their ins. Patient services (pss) walked pt through a reset and after the reset the issue was not resolved. Pt attempted to charge their ins after the reset and confirmed recharging excellent but after a couple minutes of charging system problem rm03 message displayed again. Pt confirmed no visible damage to the recharger cord. The patient was sent out a replacement recharger (rtm). No symptoms were reported. Additional information was received from a patient (pt). Pt reported having a lot of trouble with "medtronic tens unit". Pt stated they are taking the battery out and putting it back in. Pt stated they got a new recharger (rtm) and controller (see original case note) but it is back where it was with having trouble charging the ins. Patient services (pss) asked how the ins is sitting in the pocket and pt stated "it feels like a walnut back there"; pt verified it is not sitting flat in the pocket. Patient services (pss) told pt to contact an healthcare provider (hcp) if the new rtm cord does not resolve the recharging troubles they have been having. Patient services (pss) is sending pt an hcp list. A replacement recharger (rtm) and battery pack were sent to the patient. The patient (pt) called back and said they got all their replacements and still weren't able to connect to their implant to charge. Pt mentioned saying that the controller couldn't connect to the device. Pt plugged their recharger into their controller and said the controllerscreen was blank. Pt pressed the up and down arrow on the controller and said that the controller screen was still blank. Patient services (pss) had pt reset the controller. Pt plugged the controller into the power supply and said the controller powered on and said "joe" for the name on the welcome screen. Pt reinserted the battery pack while the controller was still plugged into the ac power supply and the controller was not blinking green or did not show a solid green light. Pt took the battery pack out and reinserted the battery pack and had the same result. Pss confirmed the pt was using the battery pack replacement that was sent. Pt said they charged their controller all night. Pt said that their implant has worked flawlessly for 5 years and since they got replacements things aren't working. Pt mentioned in the past that that their stimulator would go to "0" when they were working outside, but they would be able to charge it back up then. Pt mentioned they could feel where their implant was because they had a "knot" there. Pss emailed manufacturer representative (rep) and redirected the patient to their healthcare provider (hcp). The patient later called back repeating that they received the new controller, however the controller wouldn't power on even though the controller was connected to the power supply. Pt stated that the controller they were hoping to have replaced was working better than anything that was sent to them. Pt stated that they were redirected to their hcp, however the problem was in the mechanics of the controller or recharger since the device didn't have any life in it as the device wouldn't charge past 50%; it was unclear if the pt was referring to the controller or ins at this point. Pt called back and says they haven't heard from any reps. The call dropped, and I called pt back and it went to vm. The message says the mailbox is full. I emailed local reps telling them the pt hasn't heard from anyone and to please call the pt. Pt called back regarding information as documented in this case. Pss reviewed with the pt that according to note entered by previous agent that a message was sent out to the local reps requesting contact. Pss did not however promise a time-frame on a response. Pt wanted to explain the issue to pss; pt stated that they received the new controller, however the controller wouldn't power on even though the controller was connected to the power supply. Pt stated that they had good luck with the device until the last six months. Pt stated that they were sent a device prior to the controller replacement, however the device still was not working. Pt stated that the controller they were hoping to have replaced was working better than anything that was sent to them. Pt stated that they were redirected to their hcp, however the problem was in the mechanics of the controller or rtm since the device didn't have any life in it as the device wouldn't charge past 50%; pss was unclear if the pt was referring to the controller or ins at this point. Pt then asked pss which hcp they should go to; pss offered to e-mail the pt a physician locator listing/pt accepted. Pss re-opened case to assign case to self and e-mail the pt a physician locator listing. Pss then closed the case.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID m943899a lot# serial# unknown product type accessory product ID 97755-s lot# serial# (B)(6): product type recharger product ID 97745bp lot# nlh004219h product type accessory product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745bp lot# nlh004219h : product type accessory product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(6) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.